Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2018 with shortness of breath, chills, nausea, vomiting and confusion. The patient's driveline exit site was inspected and no drainage was observed, no erythema, tenderness nor induration. Patient was treated with empiric antibiotics until cultures resulted. Blood cultures drawn were negative. The patient was discharged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Infection previously reported as patient symptoms of infection. Patient was treated prophylactically and discharged home. Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in the patient care and management section of the hm3 IFU. No further information is available. The manufacturer is closing the file on this event.